Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. There was no reported adverse impact to the customer's blood glucose. Although requested, the customer declined to perform troubleshooting with tandem technical support. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.